Manufacturer narrative:
We checked the returned unit and confirmed that the cmos-m with drive pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the cmos-m with drive pcb. In addition, we confirmed that the segment steel braid broken, the cmos-m with drive pcb cloudy (not clear view), the insertion flexible tube (ift) buckled, the objective lens unit scratched, the objective lens unit dirty, the distal body worn out, the angle wire grinding, and the cmos-m with drive pcb distorted image; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.